Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain - pelvic') and genital haemorrhage ('bleeding - gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. A33582-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic discomfort, nabothian cyst, dysfunctional uterine bleeding, uterine fibroids, vaginitis and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo-provera), medroxyprogesterone from (B)(6) 2013 to (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal infection ("bladder/urinary problems ¿vag. Infect"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("bladder/urinary problems ¿vag. Discharge"). The patient was treated with surgery (robotic-assisted vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, vaginal discharge, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for bladder/urinary problems ¿ vag. Infect, vag. Discharge, pain - pelvic/abdominal, dyspareunia (painful sexual intercourse). Discrepancy note essure insertion date previously reported as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded). Left fallopian tube still open. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: abdominal pain , pelvic pain, vaginitis, dyspareunia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2021: medical record received. Removal details including surgery information and date of removal were added. Event pelvic pain was updated as serious incident. Reporter information and medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain - pelvic') and genital haemorrhage ('bleeding - gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. A33582-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic discomfort, nabothian cyst, dysfunctional uterine bleeding, uterine fibroids, vaginitis and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo-provera), medroxyprogesterone from (B)(6) 2013 to (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal infection ("bladder/urinary problems ¿vag. Infect"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("bladder/urinary problems ¿vag. Discharge"). The patient was treated with surgery (robotic-assisted vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, vaginal discharge, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for bladder/urinary problems ¿ vag. Infect, vag. Discharge, pain - pelvic/abdominal, dyspareunia (painful sexual intercourse). Discrepancy note essure insertion date previously reported as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded). Left fallopian tube still open. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: abdominal pain , pelvic pain, vaginitis, dyspareunia, vaginal discharge. Lot # a33582 reported is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.